Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter balloon was filled with water instead of injectable saline. Therefore, the balloon expanded in the body. The patient underwent surgery to replace the system. There were no patient complications.